Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ping meter would not power on when a test strip was inserted. The complaint was classified based on the technical service rep (tsr) documentation. The pt reported that the alleged power issue began on the evening of (B) (6), 2010. Approx 15-20 minutes prior to when the alleged issue was discovered, the pt claimed she began to have an upset stomach and developed a headache. The pt denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the tsr noted that the patient was using the correct test strips. There was no known misuse to the subject meter. Replacements products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for either of these conditions. However, ths complaint is being reported because the alleged power issue remained unresolved.